Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred during an unspecified process step in multiple locations (rental replacement). There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A1: patient involvement was originally unknown but additional information was received and should now be none. A2, a3, a4, a5, a6, b6, b7, d10: were ni should be na. D9: was no should be yes. H6 health effect - impact codes: was f26 should be f27. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 alarm occurred. A review of the event history log revealed multiple 'system error 345' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification upstream thermistor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.